Manufacturer narrative:
The reported wand will not be returned by the customer for visual and functional evaluation, thus a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the subject device which could have resulted wand performance issues are: it is possible there was a loose foot control assembly connection or a loose wand connection to the controller at the customers facility. Other conditions that can cause this issue are using an improper power cord or improper extension cord, or a loose power connection at the users facility.

Event description:
It was reported that after a tonsillectomy procedure using a coblator ii controller, the pt experienced a post operative rebleed. There were no details provided regarding any further treatment or post operative care, however no additional pt complications have been reported.